Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device it started smoking heavily. When the device was pulled out of the tunnel it was discovered that the wire had separated from the device. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was detached from the top of the hot jaw and the jaws were slightly bent. The heater wire appeared physically damaged and mangled. This type of damage is consistent with improper insertion of the tool into the cannula. A pre-cautery test was performed on the device with a reference power supply, extension, and adapter cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. A polyfuse electrical test was performed with a reference power supply, adapter cable and extension; the polyfuse successfully shut off power to the heater after prolonged periods of time and activate after 30 seconds cool down. Based upon the evaluation results, the reported complaint could not be confirmed; however it was confirmed for heater wire detachment. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. A corrective action has been ((B)(4)) initiated for this failure. (B)(4).